Event description:
Per the audiologist, the pt reported that she stopped hearing in 2007. The audiologist reported that the device appeared to have migrated. The results of an integrity test done the following month were abnormal. However, it was not possible to determine whether the abnormal responses were due to possible electrode array migration or a receiver/stimulator problem. The pt is scheduled for explantation/reimplantation surgery the next month. Cochlear will request the device be returned for analysis.

Manufacturer narrative:
.